Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please provide lot number. - please provide the product code. - did the needle fall into the patient? *if yes, o was the needle retrieved during the same procedure? O were x-rays taken to locate the needle? O what measures were taken to retrieve the needle? O was there any additional tissue damage as a result of searching for the needle? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
Was reported that a patient underwent a vascular procedure in 2024 and suture was used. During the procedure, sales rep is reporting from the customer that an unknown prolene suture needle kept popping off prematurely during a vascular case. They were able to retrieve the needle and complete the rest of the case without patient harm. No adverse patient consequences were reported. Additional information was requested.